Manufacturer narrative:
A2: age at time of event - 18 years or older. Device evaluated by MFR: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood and solidified media were present in the balloon which was indicative of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of solidified media and blood that was present within the balloon and inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the blood/media before further inflation attempts were made. The device was removed from the bath; however, the leak test could still not be performed due to the solidified blood and contrast media in the device. A visual and microscopic examination of the balloon material identified no tears or pinholes that could have led to the reported issue. The rated burst pressure for this device is 12 atmospheres as per wolverine specification. The markerbands, blades and tip section of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. A visual and tactile examination identified no issues. A visual and microscopic examination of the shaft identified no tears or pinholes that could have led to the reported issue. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified distal left circumflex artery. A 10mmx2.25mm wolverine coronary cutting balloon was selected for use. During the procedure, after the balloon crossed the target lesion with difficulty due to calcification, it was noted that the balloon ruptured at 4atm. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Age at time of event - 18 years or older.

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified distal left circumflex artery. A 10mm x 2.25mm wolverine coronary cutting balloon was selected for use. During the procedure, after the balloon crossed the target lesion with difficulty due to calcification, it was noted that the balloon ruptured at 4atm. The procedure was completed with a different device. No patient complications were reported.